Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The device was pacing at 70 ppm with no response to magnet application. Emergency vvi and system reset were unsuccessful.